Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot#: va28dtn, implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #:(B)(4), ubd: 08-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was undergoing an advanced evaluation with an external neurostimulator. It was reported that the patient had fever and pain at the implant site. It was also noted that the patient had a pre-sacral abscess. Factors that may have contributed to the issue are the "patient is (B)(6)" and obesity. The devices were removed and the patient was put on IV antibiotics. The issue was not resolved at the time of the report. There were no device issues reported, and no further patient complications reported at this time.